Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l4/5. While tightening the center nut on the crosslink during surgery, the nut stripped before the torque limiting driver clicked. The surgeon could not tighten nor loosen the center nut. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.